Event description:
The report from the affiliate indicated that approx five (5) month after the index procedure, coronary angiography done during the follow-up period revealed in-stent restenosis of the previously placed cypher stents. The restenosis was treated with balloon angioplasty using three (3) balloons: a ryujin 1.25/10 mm balloon, a maverick 2.0/15 mm balloon, and a sprinter 2.5/15mm balloon. The stenosis was reduced from 100% to 0% after the balloon angioplasty. The pt was asymptomatic. The pt was discharged the day after the intervention. The pt was included in a clinical study.